Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following results:a visual inspection of the pump showed moisture behind the display lens. The pump powered on during testing; however, the display screen was blank. The pump failed a leak test due to a missing audio bolus button cover. The pump cover was opened and evidence of moisture was found on the display flex, the flex cable connector, and on various electrical components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. Reportedly, there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.